Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent hysterectomy due to stress urinary incontinence, uterovaginal prolapsed and hyper mobile urethra. It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and meshes were implanted. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems and recurrence. It was reported that patient underwent revision on (B)(6) 2009 due to symptomatic rectocele. It was reported that patient underwent revision on (B)(6) 2010 due to urethra obstruction from mesh, rectocele and stress urinary incontinence. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
Date sent to the FDA: 05/24/2016. It was reported that the patient concurrently underwent cystoscopy. No additional information was provided.